Event description:
It was reported that the coblator ii controller stopped working when the foot pedal was activated and that it shorted out. The procedure was completed with an alternate device. There have been no reported patient complications.

Manufacturer narrative:
The customer¿s complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. At no time during the testing did the subject controller stop working or "short out¿ and all of the voltage output readings for ablation and coagulation functions remained within specified ranges throughout the evaluation. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge or power interruption to the subject controller at the customer's facility. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The customer¿s complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. At no time during the testing did the subject controller stop working or "short out¿ and all of the voltage output readings for ablation and coagulation functions remained within specified ranges throughout the evaluation. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge or power interruption to the subject controller at the customer's facility. 2. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. 3. An issue with one of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.